Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint: 'damage to the yellow joint at the tip.'. Failure analysis found the related failure of 'broken distal clevis' to be related to the customer reported complaint. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was returned, measuring roughly 21mm x 7mm in size. Clevis does not show abrasions or scratches on the outer surface. Due to the broken clevis, the cables are derailed. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument exhibited damage to the yellow joint at the tip, and damage to the disc. No fragment fell into the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the image shows a broken distal clevis. I can¿t tell from the angle shown whether there are any missing fragments.